Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune cementless femur caused problems when impacted. The surgeon was unable to complete his impaction in order to avoid a potential fracture of the patient's femur. For some time now, he has noticed too much press-fit, so he had to put in a femur to be cemented. There was a 30 minute delay in the case. A second complaint was recorded regarding the recurrence: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (removed off label use as device code).

Event description:
Additional information received: a was attune cementless femur being cemented instead? Please verify. No they open an other femur implant that was cemented. It was impossible to impact the cementless femoral implant. B. Was there a surgical delay? If yes, what is the duration of the delay? 30 min delay. C. Please clarify what "too much press-fit means." Too much press fit means that they cementless femoral component was impossible to impact.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. The physical investigation found nothing indicative of a device nonconformance, the reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot: 9853963 (p/n: 150411207) and no nonconformances or manufacturing irregularities were identified. Corrected: h3.